Manufacturer narrative:
.

Event description:
It was reported that the patient presented in clinic via merlin.net. The pulse generator exhibited inappropriate mode switches and atrial over sensing. The device was reprogrammed. The patient was fine.